Manufacturer narrative:
Received one device. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Confirmed customer complaint, by preforming motor test. When motor test was ran motor kept running and error code would appear. Replaced optic switch. Ran motor test again unit passed test. Upon further investigating unit downstream occlusion sensor (dso) seal was lifting, upstream occlusion sensor (uso) seal was buckling, there was rust on the latch lock mechanism and sensor. Replaced, uso seal, dso seal, latch lock mechanism and flex sensor. Calibrated dso and uso. Updated software and reset to standard configuration. Preformed performance verification tests (pvt) unit passed all test criteria.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited error code 416221003. Not priming. There was no patient involvement, no patient injury was reported.